Event description:
As reported, approximately 2 years and 5 months post the initial reverse total shoulder arthroplasty, the patient was revised due to infection. The glenoid baseplate was superiorly rotated with one broken screw. The glenoid components came out as one during removal of the glenosphere screw. The components were removed easily as a single piece, so it was assumed the construct was already loose and mobile prior to surgery. Anterior humeral osteolysis was noted. All implants were removed, and an antibiotic cement spacer was inserted. There was no reported breakage of a device or surgical delay/prolongation. the patient was last known to be in stable condition following the event.